Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and the touch screen became shattered and "t" button became unresponsive. Additionally, the pump touchscreen appeared "fuzzy." Customer¿s blood glucose was 125 mg/dl. Reportedly, customer continued to use the pump with a back up pump available for insulin therapy.